Manufacturer narrative:
The initial MDR 2247117-2017-00004 was filed on january 16, 2017. Additional information (01/19/2017): the issue was related to the customer maintenance and improper training for use of the instrument. The customer also stated that there were no discordant free triiodothyronine results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and did not find any malfunction. Quality controls were within acceptable ranges. The cause of the discordant, falsely elevated free t3 results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated free triiodothyronine (free t3) results were obtained on patient samples on an immulite 1000 instrument. It is unknown if the samples were repeated. It is unknown if the initial or repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely elevated free t3 results.